Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot number 221112. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility for evaluation. The retained samples were visually examined and no signs of defect were observed. The samples were then used to puncture a test vial and then re-examined microscopically. No signs of defect were identified. We would like to inform you that material 303262 has been created with a regular cannula bevel in comparison to material 304622 which had a short bevel. This bevel difference changes the way the needle should puncture the vial. Material 303262 should puncture the vial from 45-60 degrees to minimize the risk of needle vial coring and therefore, clogging. Based on the preventive measures in place, we believe it is unlikely that this incident result from poor or insufficient de-burring of the cannula during manufacture. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see narrative below.

Event description:
It was reported that the bd microlance 3 needle was clogged. The following information was provided by the initial reporter, translated from french to english: description (who, what, where, when, how, why): pink needle unusable because partially clogged.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.